Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary pyxis was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis was not communicating. A technical support specialist dialed into both the stations and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.